Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced a no external power while the device was attached to a mobile power unit on (B)(6) 2019 based on the log file review by the manufacturer's technical service representative. The alarm could be caused by the power cord coming loose from the mpu connect or the wall outlet as well as the house losing power. The patient is not sure the cause of the alarm, but was issued a v-lock connector.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of loss of external power event while connected to a mpu, was confirmed in the submitted log file. The customer submitted a heartmate ii system controller log file for review. Technical service reviewed the file and replied to the customer. The log file contained approximately 22 days of patient event data. Per the log file, the patient appeared to be was properly managing their external power sources. The mpu was being used for extended rest periods (sleep) and fully charged batteries were being used for (power source) replacements. The loss of external power event occurred only once; the event lasted at most 60 minutes. The controller operated on backup battery power during the event period. The mpu was the power source before and after the loss of external power event. The mpu was not returned for evaluation. Per additional event information reported by the customer, the patient did not notice the loss of external power event. The patient was issued a locking ac power cord for their mpu. The reason for the loss of external power was unable to be determined with the submitted log file. The log file also contained a pump stop event resulting in associated low flow and low speed hazard alarms. The pump stop occurred near the end of the log file and coincided with the use of the power module as the patient¿s external power source. This was first use of the power module in the log file. This issue was noted to be a potential driveline damage issue. The patient had previously had the external portion of their driveline repaired. The driveline issue was investigated per another complaint investigation. No further information was provided. The manufacturer is closing the file on this event.